Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the end of the case, it was noticed that no irrigation was possible. To try to resolve this, the pressure and saline bag was changed with no resolution. Then once the catheter was collapsed in the sheath irrigation would flow again. As soon as it went to flower no irrigation was possible on several different catheter deployment attempts. The procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.